Event description:
It was reported that 6 out of 52 total syringes control 10ml ll bns were found with foreign matter in them before use, during a visual evaluation inspection. This complaint was created to capture the 1st of 9 related incidents. The following information was provided by the initial reporter: "304134 -syr, 10cc control l/l - 6 out of 52 found to have loose particulate." As part of our continuous improvement activities, the medical facility has undertaken an extensive visual evaluation of incoming components to characterize possible source of foreign material. The table below highlights the results of that inspection. Overall, 6.4 % had some type of loose particulate. Total loose: # inspected percentage: bd part # internal avid# description 682; 10589; (B)(4). 304134; 500604; syr, 10cc control l/l; 6; 52; (B)(4). 301073; 500605; syr, 3cc l/l; 43; 1581; (B)(4). 301031; 500608; syr, 20cc l/l; 68; 913; (B)(4). 301033; 500609; syr, 30cc l/l; 95; 788; (B)(4). 301035; 500611; syr, 60cc l/l; 33; 132; (B)(4). 301029; 500620; syr, 10cc l/l; 433; 7016; (B)(4). 303005; 500640; ndl, 18g x 1.5" rg bev; 1; 21; (B)(4). 381147; 508408; angiocath 18g x 1.88" IV cath; 2; 66; (B)(4). 305900; 509337; ndl, 22g x 1.5 safety glide; 1; 20; (B)(4).

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Correction: the lot# was provided by the customer. The following information has been updated: d.2. Medical device lot#: 9023773 d.4. Medical device expiration date: n/a h.4. Device manufacture date: 2019-01-23 h3 other text : see section h.10.

Event description:
It was reported that(B)(4) out of (B)(4) total syringes control 10ml ll bns were found with foreign matter in them before use, during a visual evaluation inspection. This complaint was created to capture the(B)(4) of(B)(4) related incidents. The following information was provided by the initial reporter: "304134 -syr, 10cc control l/l -(B)(4) out of(B)(4) found to have loose particulate." As part of our continuous improvement activities, the medical facility has undertaken an extensive visual evaluation of incoming components to characterize possible source of foreign material. The table below highlights the results of that inspection. Overall, 6.4 % had some type of loose particulate. Total loose: # inspected percentage: bd part # internal avid# description 682 10589 6.4% 304134 500604 syr, 10cc control l/l 6 52 11.5% 301073 500605 syr, 3cc l/l 43 1581 2.7% 301031 500608 syr, 20cc l/l 68 913 7.4% 301033 500609 syr, 30cc l/l 95 788 12.1% 301035 500611 syr, 60cc l/l 33 132 25.0% 301029 500620 syr, 10cc l/l 433 7016 6.2% 303005 500640 ndl, 18g x 1.5" rg bev 1 21 4.8% 381147 508408 angiocath 18g x 1.88" IV cath 2 66 3.0% 305900 509337 ndl, 22g x 1.5 safety glide 1 20 5.0%

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 6 out of 52 total syringes control 10ml ll bns were found with foreign matter in them before use, during a visual evaluation inspection. This complaint was created to capture the 1st of 9 related incidents. The following information was provided by the initial reporter: "304134 -syr, 10cc control l/l - 6 out of 52 found to have loose particulate." As part of our continuous improvement activities, the medical facility has undertaken an extensive visual evaluation of incoming components to characterize possible source of foreign material. The table below highlights the results of that inspection. Overall, 6.4 % had some type of loose particulate. (B)(6).